Event description:
Healthcare professional reported "contracture" baker grade not specified and "deflating" against right device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified, deflation, upper pole collapse bilateral pocket, grade 2 ptosis.

Event description:
Healthcare professional additionally reported right side pain.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "contracture", "deflating", "visible rippling of the implant" and "valvular leak" against right device. The device has been explanted.